Event description:
It was reported that the pump touch screen unresponsive. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer reset the pump, corrected the time and resumed insulin therapy. The customer¿s blood glucose level was 120-160 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.